Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A journal article was reviewed which contained information regarding the left ventricular assist device (lvad). Six (6) patients (four [4] males and two [2] females, mean age 49.16 [range 37-60 years]), underwent device explant/exchange or initial implant through single left thoracotomy incision. One patient developed haemothorax after device exchange and needed exploration and evacuation of clots. The patient later died in the intensive care unit due to un-related causes (gram-negative sepsis). All others were discharged alive. All cases were performed on fem-fem cardiopulmonary bypass and short duration of induced ventricular fibrillation (vf). The mean duration on device support was 479.2 days (range 246-760 days) before exchange/explantation. A new outflow graft was anastomosed to the previous outflow graft in three cases of device exchange and to the descending aorta in one case of initial implant. The mean bypass time and mean ventricular fibrillation (vf) arrest time were 82 and 3 minutes, respectively. Anticoagulation was maintained with warfarin or heparin (fractionated or unfractionated) and one antiplatelet agent. The therapeutic range of international normalized ratio (inr) was 2.5-3.5 with a target inr of 2.7. Unique device model/serial number was not reported in the publication.

Manufacturer narrative:
Hvad pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.